Manufacturer narrative:
The cot was evaluated by an authorized field service technician. A visual and functional evaluation was conducted. The technician checked all electrical connections, the charger, the battery and the charging points of the cot and everything was working within acceptable ranges. No repairs were required. The complainant advised they had recently purchased this cot from a third party and had only been charging the cot in the ambulance and had never charged the cot with the supplied charger. The customer was advised after prolonged use of the cot the battery needs to be charged with the supplied charger in order to bring the battery to a full charge. The customer stated they were purchasing additional batteries to use as back ups. The manual release was confirmed as functioning and could have been utilized to unload the cot from the ambulance. The IFU provides sufficient instructions for the operation of the manual release system as well as guidance on charging requirements and battery maintenance.

Event description:
The complainant reported while attempting to unload an empty cot from the ambulance, the cot allegedly would not activate. A back up squad was called, no injuries were reported. The complainant reported they did not attempt to utilize the manual release mechanism to complete the patient transport. The cot has operated as intended since the incident occured and remains in service.

Event description:
The complainant reported while attempting to unload an empty cot from the ambulance, the cot allegedly would not activate. A back up squad was called. No injuries were reported. The complainant reported they did not attempt to utilize the manual release mechanism to complete the patient transport. The cot has operated as intended since the incident occured and remains in service.